Manufacturer narrative:
The device when received, had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data showed that the device completed both priming sequences with an expected number of pulses in each sequence. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose levels (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. At activation of the pod, the patient noted that the needle deployed the cannula later than intended, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.